Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to operate on ac or dc power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and verified the reported failure. However, add'l extensive testing was unable to further determine a conclusive component cause of the failure.

Event description:
During a morning check, the facility nurse found that the device would not turn on ac or dc power. There was no pt use associated with the event.